Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
It was reported that the unit's touchscreen was unresponsive on the bottom of the screen. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The unit passed calibration. The customer reported that the issue was resolved by recalibrating the touchscreen.